Event description:
The patient reported e7 (electronic) error was displayed on the infusion device and the device was requested to be returned for evaluation. Evaluation determined that the complaint cannot be verified due to mishandling of the product. The up button is always active. Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and therefore, all the buttons do not react on pressure. No e7 found in the history file.